Event description:
An angio-seal device was deployed following a percutaneous coronary intervention. The procedure was conducted correctly and hemostasis was achieved; the tension spring was placed for 45 minutes. Four hours post deployment, the pt felt discomfort and their blood pressure dropped. The physician injected catecholaminues and steroids. The pt recovered and was discharged from the hosp. The physician questioned whether this may be caused by an allergy.